Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed red call doctor (rcd) icon. The patient advocate also noted yellow collecting and sending waves on the communicator. Subsequently, troubleshooting was performed successfully and patient initiated interrogation (pii) was transmitted. The red alert was observed to be a code 1003, indicating voltage was too low for projected remaining capacity. Technical services (ts) referred the patient to the device treating clinic for further device evaluation. No adverse patient effects were reported. This pacemaker at this time, remains in service.